Manufacturer narrative:
Information contained in this report was previously submitted through psr on 25/jul/2016, 17/oct/2016, and 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture, ¿pain and breast is rock hard,¿ and capsular contracture baker grade unknown. Device remains implanted.